Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture per ultrasound implant exchange with concerns due to the product. Device has been explanted.

Event description:
Healthcare professional reported left side rupture per ultrasound implant exchange with concerns due to the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken and opening device in the radius and anterior side assessed as fold flaw opening anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: observed stress marks on the device. Observed wear abrasion on the device. Observed creases on the device. Black particles observed in the surface of the shell. No further actions are required as the device was implanted.